Event description:
It was reported that left hip revision was performed due to elevated cobalt and chromium levels; metallosis.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to elevated cobalt, chromium levels and metallosis. During revision, the bhr cup and the bhr head were revised. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The revision was reportedly performed approximately 10 years post bhr for left hip pain and suspicion of metallosis due to a worrisome xray with elevated metal ions of approximately 90; however, the co and cr levels were not reported with a unit of measure. Intraoperative findings per the revision op-note were a ¿copious amount of joint fluid with what appeared to be grey and black¿ synovial ¿staining of the hip with metal debris¿ which necessitated a synovectomy. Although the removed metal component was then sent to pathology for analysis, neither the explant nor pathology was provided for inclusion in the medical investigation. It was documented that the competitor trial components resulted in excellent stability and leg length and the revision was completed without complications. No further clinically relevant supporting documentation was provided for inclusion in this medical investigation. Without the explanted components and/or supporting documentation, the reported metallosis could not be confirmed as lab values, pathology, and/or imaging were not provided. The root cause of the reported pain and clinical findings cannot be concluded based on the information provided. The patient impact beyond the reported pain, elevated ion levels, synovectomy, left revision/conversion tha and an expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision was performed due to elevated cobalt and chromium levels; metallosis. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.